Event description:
The customer stated an architect i1000sr analyzer generated a falsely elevated ipth result for one patient sample. The architect generated an ipth result of 145, while a beckman access analyzer generated a result of 83. There was no adverse impact to patient management reported.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, accuracy and release testing, a literature review, a search for similar complaints, and a review of labeling. Accuracy testing was completed using lot 03312e000 and met acceptance criteria. Release testing was reviewed and showed the assay has not shifted over this time period. A study titled "performance characteristics of six intact parathyroid hormone assays" was reviewed which indicated the architect ipth assay correlated well against the roch module e170. Tracking and trending did not identify an adverse trend for the customer's issue. Labeling was reviewed and found to be adequate. A product deficiency was not identified.

Manufacturer narrative:
(B)(4). A follow up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The manufacturing site was incorrectly listed as abbott laboratories, (B)(4). The correct manufacturing site is (B)(4). Manufacturer report number 3002809144-2013-00021 has been submitted to address this event.